Manufacturer narrative:
This report is filed may 28, 2014.

Event description:
Per the clinic, the device was explanted on (B)(6), 2014 during surgery to move a cholesteatoma. During the same surgery the patient was reimplanted with a new device. The device has not been made available for analysis as of the date of this report, (B)(6), 2014.

Manufacturer narrative:
(B)(4). Device is currently unavailable.